Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device showed 20-30% low spo2 readings. The customer reported that there was no patient harm. No further information is available at this time.

Manufacturer narrative:
Evaluation summary: the investigation found the device to function normally. The product relates to the reported complaint event. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. Similar complaint mode(s) relevant to this complaint were found in the device service history record. Information has been added to the database and trends will continue to be monitored. This message has been marked as medtronic controlled. If information is provided in the future, a supplemental report will be issued.